Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not stay open. There was no report of any injuries.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had door issue. Customer reported door not staying open, broken door linkage between gas spring and door pivot point. Service replaced door linkage; performed a functional test successfully; instrument was turned back over to the customer for normal use. This complaint is a confirmed failure of the instrument, and the root cause cannot be determined from the information provided. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument. Service history review was performed, and no additional work orders were observed for the complaint failure mode reported. Samples consisted of pictures; the pictures revealed door linkage damaged and broken causing the door to not stay open. Part is not expected to be returned for investigation, nor can a root cause be established from the photo. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Manufacturer narrative:
D.2. Additional medical device types: nqx, njr, ozn. G.4. There were multiple PMA/510k numbers: k111860, k120138, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd max¿ system, bd max¿ instrument, the door would not stay open. There was no report of any injuries.